Event description:
It was reported that an ilet device was dropped, resulting in a slight screen crack and a top-half touchscreen that became unresponsive, which impeded device operation and led the user to transition to backup therapy. Symptoms included no injury and no physiological effects. Outcomes included temporary interruption of normal device use and the need for a replacement device. Investigation included a complaint review and an assessment of device functionality based on the reported behavior. Investigation of this case revealed physical damage to the display and touchscreen consistent with impact. It was concluded that the event was due to device damage from accidental drop, with no patient harm and with replacement arranged.